Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low vacuum in the quadrant mode of a procedure. The case was completed with no impact to the patient.

Manufacturer narrative:
The system and handpiece were examined and the reported event was confirmed. The handpiece was determined to have been non-conforming and was subsequently replaced to complete servicing. However, the system was determined to have met specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 9, 2006. Based on qa assessment, the product met specifications at the time of release. The handpiece was manufactured on january 11, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to function normally. The cause of the reported event can be attributed to the non-conforming handpiece. However, how that handpiece became non-conforming remains inconclusive (B)(4).